Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 324-325 mg/dl. Customer had already changed infusion set and cartridge to address the issue prior to calling tandem technical support (cts). No troubleshooting was performed with cts and no issues were observed with the cartridge or infusion set. The cause of the occlusion was unknown.